Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding the drain volume, which occurred on the homechoice (hc) during use. The patient stated their drain volume was 3655ml in cycle 4. The fill volume equaled 2000ml. The tsr reviewed the cycle by cycle ultrafiltration (uf) and the largest drain volume was 2788ml in drain 4 of 5. The drain volume the patient reported for cycle 4 met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated they were aware of the patient experiencing higher drains and that they are working on determining what is causing this. The rn stated the patient had an x-ray done and that the patient will be consulting a surgeon about possibly needing the catheter repositioned. The rn stated the patient is continuing therapy on the cycler. The rn stated while the patient has had higher drain volumes, the patient has not reported any other drain volumes or any symptoms meeting iipv criteria. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be submitted.